Manufacturer narrative:
On 5-aug-2020, the suspected medical device was returned for evaluation. Two devices with the same lot number were received. On 19-aug-2020, the investigation on the suspected medical device was completed. Since the received devices were not differentiated for left and right, product evaluation was performed on both devices. Investigation summary: two (2) devices with the same lot number (9458657) were received for analysis. During the visual examination of the device a, an area of missing material was observed in the anterior view, measuring approximately 7.7 cm x 4.6 cm. During a visual inspection of the device b, it was found to be ruptured. Microscopic examination in the tear edges of both devices (a and b) revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with a 325cc mentor smooth round moderate plus profile prosthesis and experienced postoperative right-sided deflation. The diagnosis was confirmed by a healthcare professional. As a result, the patient underwent explantation on (B)(6) 2020.